Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 ( patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that the reservoir to a smiths medical cadd legacy 6400 pump cannot be emptied. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 complaint of reservoir cannot be empty was not confirmed as the reservoir volume was set ? Not in use", which will run without empty. The pump was programmed over night and no problem found, so no action taken. This was customer induced with programing. The event log revealed high pressure alarm and no disposable message, which was unrelated to complaint. Device then passed all testing

Event description:
Investigation completed and summarized in h 10.